Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was turned off for a few days and turned on again with no further problems observed. It was also noted that the lead was implanted after the use-by-date. The lead remains in use. The patient is enrolled in a post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).